Event description:
It was reported that during the final tightening of the connector, one of the screw fractured. The surgeon had to change the screw for another one, as well as another connector.

Manufacturer narrative:
Method: manufacturing records were reviewed and no manufacturing anomalies were reported. Visual inspection was performed on returned device.results: the returned parts were examined and the clip was confirmed to be broke near the area where it connects to the rod in an overload type of fracture. There were not any missing pieces from the clip.conclusion: it is unknown what exactly caused the connector clips to fracture so the root cause is multifactorial.

Event description:
It was reported that during the final tightening of the connector, one of the screw fractured. The surgeon had to change the screw for another one, as well as another connector.